Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for right ventricular failure. Milirinone was initiated on (B)(6) 2020 and patient was discharged to home on (B)(6) 2020 with milrinone.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure could not be conclusively not be conclusively established through this evaluation. It was reported that the patient was admitted on (B)(6) 2020, for right ventricle (rv) failure. There were no alarms associated with the event. Blood pressure medication was initiated on (B)(6) 2020, and the patient was discharged home with blood pressure medication on (B)(6) 2020. It was reported that the rv failure was device/therapy related. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) IFU is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the hm ii lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.